Event description:
Multisystem organ failure. Info was received in 2004 regarding a pt who was a victim of self inflicated flames burns. Pt sustained 95% total body surface area burns. The pt was grafted in 2004 with 72 epicel grafts, and again in 2004 with 96 grafts. The pt died in 2004 due to multisystem organ failure. The event was considered unrelated to the use of epicel. MFR's comment: batch records for this pt were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing non-conformances were associated with this pt. Sterility test samples collected pre-release were negative for growth.